Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 12 atms on the third inflation. The number of atms on the first two inflations is unknown. The lesion being treated was a calcified, 99% stenotic lesion in a highly tortuous distal left circumflex (lcx) coronary artery. A medikit introducer sheath, a tgv3 guidewire, a 6frlaunchersal1 guide catheter, and an encore26 inflation device were also used in the procedure. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.